Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was not switching on. Upon functional testing fse found that the monitor cable was loose. The fse tighten the monitor display cable. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor would not turn on. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.